Event description:
It was reported that the caller experienced a cgm error 42. The blood glucose level was within a normal range, as a specific value was not mentioned. The customer was guided through a complete pump reset by technical support, and after the reset, the error did not appear again, allowing the caller to successfully start their sensor session.